Event description:
The facility representative reported a colleague infusion pump where the battery will not charge. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery will not charge" was confirmed by baxter personnel during on-site product evaluation. The root cause was assigned to use/user error. The batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently being evaluated on-site by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.